Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite volumetric specification is 774.00 - 821.00 ml and the rite volumetric test results were fill 1/851.5 ml, drain 1/851.7 ml, fill 848.7ml, 849 ml & last fill 369.6 ml. The assignable cause of therapy monitored volume failed performance spec was determined to be deteriorated door piston foam. A service history review was performed revealing this device has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.